Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 433 mg/dl. Customer did not report any symptoms or treatment related to high blood glucose. Troubleshooting was not performed for high blood glucose level. The customer stated that the insulin pump received watchdog time out alarm. The customer reported that they were not able to rewind the insulin pump. The insulin pump will be returned for analysis.